Event description:
Pump reported an altitude alarm, which led to the suspension of insulin delivery. Customer's blood glucose level was between 54-500 mg/dl, indicating no adverse impact. Technical support advised removing obstructions from speaker holes, cleaning them, and reconnecting the cartridge. Insulin delivery resumed, and pump operation returned to normal without recurring alarms. Tips for preventing altitude alarms were provided to the customer, who acknowledged them.